Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient underwent removal of a short trochanteric femoral nail (tfna) on (B)(6) 2020. The patient sustained a distal third femur fracture. All implants were successfully explanted without issue and the patient was revised with a stryker nail. No patient consequences reported. This complaint involves four (4) devices. This is 3 of 4 for report (B)(4).